Event description:
Physician reported that a peritoneal dialysis patient (using extraneal -- a labeled interferent for the test strips) was found in 2006, at home, in a coma. The patient was reportedly transported to the emergency room where blood glucose was tested, using the suspect device, with a result of 100 mg/dl. An additional test, using another manufacturer's device (presumably also utilizing gdh chemistry strips) yielded a blood glucose value of 100 mg/dl. Patient was reportedly reanimated (treatment received was not provided). Physician noted that, 8 days later, the nephrologists in charge of patient's case discovered that, since 2001, patient had been using gdh-type test strips for self-monitoring blood glucose. Physician indicated that patient "did not have the reflex to change the glucose strips, first, as she was not sensitized with the problem of interference of extraneal, and secondly, the patient had never experienced any malaise." Physician stated that patient had died, due to hypoglycemic coma, eleven days later. No product was returned to the manufacturer for evaluation.